Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been experiencing high blood glucose ever since using the insulin pump. Customer stated, the insulin pump has been alarming no delivery for the last two days and her blood glucose have been high. Current blood glucose was over 320 mg/dl. Blood glucose was 560 mg/dl. Customer was advised to disconnect at the quick release. Customer stated she was dehydrated. Customer did a fixed prime and insulin did exit. Customer was unable to change the infusion set and she had just changed it. No scars or hard tissue where customer inserted. Customer was advised to call back to troubleshoot for high blood glucose. Customer was advised to monitor blood glucose. Customer also stated she should have gone to the hospital on (B)(6) 2014 but didn't go if she could treat at home. No further information reported.